Manufacturer narrative:
The source of the leak was the o-ring which was replaced by the customer. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per china aer database: the hospital reported a malfunction causing a leak greater than 4.5lpm during a case. The unit was replaced and case resumed. There was no patient injury.